Event description:
It was reported that a deep brain stimulation (dbs) operation was performed (B)(6) 2012. At a follow up visit it was found by x-ray that the dbs lead shifted. The physician opened up the surgical site to observe the lead, but found no abnormal aspect at the bar-hole cup and others. The doctor checked x-ray again to see lead position, and observed it to be back to the correct position. There was no trouble with the dbs therapy and it was going well. There was no health hazard to the patient.

Manufacturer narrative:
Product ID 3389, lot# unknown, implanted: (B)(6) 2012, product type lead. (B)(4).